Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 09-oct-2024 and forwarded to millyard advanced medical products, llc on 10-oct-2024. The patient reported she was unable to pair either of her pumps to their remotes, and troubleshooting was unsuccessful. The patient was off infusion for approximately 12 hours and was advised to report to the ER. Replacement systems were shipped to the patient. The patient later reported she was in the hospital, experiencing some dizziness and lightheadedness. The patient confirmed she was titrated back to her previous dose. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.